Event description:
Customer states: during use on a pt a nurse confirmed an evacuation failure: the balloon would not be deflated completely. Info provided suggest that extubation and recannulation of a replacement tube was required. Efforts to collect further details surrounding this report are ongoing.

Manufacturer narrative:
The sample associated to this report is expected to be returned.